Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) contacted dexcom on 11/11/2015, to report a patient death that occurred on (B)(6) 2015. Tbm reported that the patient had suffered a massive stroke and was transported to the emergency room by ambulance. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. Tbm reported cause of death due to intracranial hemorrhage and hypertension. No additional event or patient information is available. There was no alleged device malfunction. A certificate of death was provided, confirming patient expired as a result of intracranial hemorrhage and hypertension. It should be noted that diabetes mellitus is a known cause of death related to complications of the disease.